Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced an unspecified infection and cloudy effluent. It was reported the patient was hospitalized for the event. The cause of the event, treatment and patient outcome were not reported. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.